Event description:
The patient reported no sound following a blow to the ride side of patient's head with a wooden board. Testing conducted at the center conclude that the device was no longer functioning. Patient was reimplanted with another clarion device.